Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected battery out limited alarm anomalies noted. No unexpected device test failed anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and they allege insulin pump was under delivering. Blood glucose level at the time of the incident was 500 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had battery issue. Customer was performed high pressure test and it did not passed. Troubleshooting was in performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.